Event description:
It was reported to covidien on (B)(6) 2011, by health (B)(4) that a customer had an issue with a thoracic catheter. It was stated that a physician mistakenly inserted an argyle saratoga sump drain into a pt instead of the intended argyle straight thoracic catheter. The customer states that this was, in part, due to the similar packing of the two items. The customer states there was no harm to the pt. There is not further info at this time. We are attempting to gather further info surrounding this incident and will forward the info if obtained. These products have been packaged the same way for many years without complaints of product confusion.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway, upon completion the results will be forwarded.